Event description:
Analysis of a generator explanted prophylactically identified that high impedance was observed and then corrected on (B)(6) 2014. The generator was explanted on (B)(6) 2015. Further follow-up revealed that the physician's notes identified that high impedance was observed in (B)(6) 2014, but that at a follow-up visit on (B)(6) 2015 device diagnostics were within normal limits (2045 ohms). Device diagnostics following generator replacement were also within normal limits. The cause of the high impedance is unknown. It is unknown whether or not the patient underwent surgery on (B)(6) 2014 to correct the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Age at time of event; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.